Event description:
It was reported during a rotator cuff repair the physician was using a speedscrew knotless implant. While inserting the implant and tensioning the sutures, the sutures reportedly came off track and the implant disengaged from the handle. The implant was removed from the surgical site with clamps. A new bone hole was drilled and another speedscrew knotless implant was used to complete the procedure. No pt injuries were reported as a result of this event.